Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. The audio tones/beeps functioned properly. No unexpected pump error 63 alarm found during testing or in the pump history file.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an audio vibrate anomaly and insulin flow blocked alarms. The customer stated that the they did hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes 1 and 5. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.